Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device became jammed after the initial firing. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Premature lockout, lockout broken the analysis results found that the (B)(4) device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended, however it did not locked out. The instrument is designed to lockout when all the clips have been fired. The instrument was disassembled and the lockout posts were noted to be broken, which denotes that the lockout had been fired through. The firing issues reported could have been cause by the activation of the lockout mechanism, however, no conclusion could be reached as to what may have caused the premature lockout. No incident related to the reported event was observed during the batch record review.